Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation found the video telescope with a heavily dented insertion tube, broken light transmission fibers and considerably decreased light transmission/illumination. Causal for this damage as well as the reported phenomenon of a dark endoscopic video image is the application of excessive force like impact, fall, shock or similar stress. As clearly stated as a precaution note in the instructions, the video telescope is a precise optical device which must be handled with care. Furthermore, it is pointed out as a warning note that the video telescope has to be inspected and tested before use. In particular the quality of the endoscopic image has to be checked on the video monitor, and if the video telescope is damaged or does not function properly, an olympus representative or an authorized service center has to be contacted. The user must always have spare equipment available in case of a malfunction. However, the user apparently did not follow these instructions as the damage of the video telescope was caused by the application of excessive force and the device was not inspected and tested before use. Furthermore, the intended procedure was reportedly converted to conventional/open surgery due to a lack of spare equipment. Therefore this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the endoscopic video image of the telescope allegedly became so dark that the device could not be used any more. Due to a lack of spare equipment, the intended procedure was reportedly converted to conventional/open surgery and subsequently completed. Furthermore, it was reported that the patient was in good condition post procedure. No other information was provided.